Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the device did not produce an image. The cause of the reported issue was attributed to lose video connectors, worn connector sockets, and corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and inspected. The customer's complaint was not confirmed but the occurrence is likely. A full technical evaluation was completed and the results showed no image and an error code e315 displayed. After cleaning of the connector socket, the image was restored but an error code e216 appeared. Additionally, the connector socket was worn out and corroded, and the xenon lamp was over 400 hours. This report is being supplemented to report the additional reportable malfunctions found during inspection (no image and e216). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The reported issues occurred during preparation for use.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the xenon light source experienced communication error, b30. The customer stated "it seems we have a gap in the contact. If the socket has been damaged/worn or moisture that we cannot see". There were no reports of patient harm or impact associated with this event.